Manufacturer narrative:
Combination product: yes.

Event description:
Lead noise seen on recordings on home monitoring. Values are in range although threshold has risen since implant. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.